Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive and the software were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported the system would not retrieve saved images and had a loss of data. There was no pt injury or death reported.